Event description:
It was reported that when the tubing was inserted and flushing was attempted, no fluid came out. During an ablation procedure to treat atrial fibrillation (afib), a metriq irrigation tubing set was used. When the tubing was inserted and flushing was attempted, no fluid came out. It was found that the flush was pushed back into the saline bag due to the tubing assembly being reversed. A small part of the tubing fits in only one direction, which caused the flush into the saline bag instead of pulling it out. The tubing set was then replaced, and the procedure was completed successfully with no patient complications. The device was disposed of and will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.